Manufacturer narrative:
The reason for this revision surgery was the patient's femoral component loosening after 1.1 years of patient implant use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part number; summary of investigations: 1 instability and looseness, 2 trauma, 1 pain, 1 other, 1 dimensional concern, 2 revisions with unspecified surgical reason. This is the first complaint against this lot number. The surgeon reported no issues associated with the explanted product and provided no information that definitively described the root cause or reason of the looseness. No other conditions relating to this event could be determined with confidence. Factors that may contribute to looseness that are not associated with the implant are: improper implant selection, degenerative bone disease, patient non-compliance with medical instructions. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient had previous total hip arthroplasty surgery. The femoral component had loosened , so the original femoral implant was removed and replaced with a modular lima implant.

Event description:
Revision surgery - unknown at this time.